Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the bending rubber perforated, the bending rubber leaky, the insertion flexible tube (ift) buckled, the insertion flexible tube (ift) spiral closer condition, the segment fluid damage, the segment malfunction, the control body fluid damage, and the remote control buttons malfunction; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.